Event description:
Boston scientific crm received info that one day post implant, this lead dislodged. The lead was successfully repositioned and remains in svc. To date, there have been no adverse pt effects reported. At this time, the product remains in svc. If additional info becomes available, this event will be updated as necessary. The implant date was not provided and it is not clear if the event date is the day the dislodgement was discovered or the day the lead was revised.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps have been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.